Manufacturer narrative:
H.6. Investigation: bd received two (2) shelf packs of bd push button blood collection sets from batch 0129090 for review and analysis. Thirty (30) of the customer samples were subjected to a retraction lock-out test as well as a visual inspection. All samples passed the test, retracting properly with no defects observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. See h.10.

Event description:
It was reported that during use with a bd vacutainer® push button blood collection set needle only retracted partially. This occurred on 2 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter: it was reported that the needle only retracted half way.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® push button blood collection set needle only retracted partially. This occurred on 2 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter: it was reported that the needle only retracted half way.